Event description:
Philips received a complaint by the customer on the v60 indicating that the touchscreen was not functioning properly. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The rse went on to inform the customer on how to perform the touchscreen calibration. Calibration completed and the v60 was operational. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.